Event description:
It was reported, that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a detached sensor wire, which occurred the same day the sensor had been inserted in the abdomen. The patient reported, that a lump had developed at the insertion site. And that she consulted a dermatologist to assess this. Thinking it would be a cyst or similar. The dermatologist performed a small incision and removed a sensor wire from the part, where the sensor was previously inserted. No information is available regarding the current condition of the patient. And follow-up attempts to contact the patient were unsuccessful. Data was received, but not investigated, as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl- (B)(4).